Manufacturer narrative:
The explanted lvad was returned to the manufacturer and analyzed. Examination of the inflow valve assembly revealed a loose connection at the inlet elbow/outlet graft; however, the manufacturer was unable to conclusively determine that this attributed to any device malfunctions. All connections between components of the inflow valve assembly were also examined and no anomalies were found. The ptfe washers within the inlet elbow and the inlet port were present and seated properly. Examination of the valve conduit, margin of attachment of the valve, distal commissures and leaflets were found to be unremarkable. Due to the inflow and outflow valve assemblies being returned detached from the inlet and outlet ports, the manufacturer could not conclusively determine that the reported inflow conduit separation led to the patient's bleeding. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was airlifted from another hospital and taken to the implant center, due to a gross amount of blood coming out of the exit site of the patient's percutaneous lead. The patent was extremely short of breath and fatigued when he arrived, and his bnp had also elevated to 3000. An ultrasound of the abdomen, and an abdominal x-ray were taken, and a separation of the inflow conduit was identified and reported to be the source of the leak. Additional information received from the vad coordinator revealed the blood was tracking from the pocket along the driveline, and the graft had separated from the housing. As a result, the patient's lvad was exchanged, and the patient remains ongoing on the new lvad.